Manufacturer narrative:
Incorrect lot number. Expiration date: unk. (B)(4): unk as lot number is incorrect. The investigation is based only on the description since it has not been possible to obtain additional info or CT images. No manufacturing documentation specific for this filter could be investigated as the mentioned product lot number is incorrect and the hospital's name is not available. Based on the few available info and no return of the product and/or images, we cannot confirm the exact root cause to this event and the cause of the pt's death. Therefore, no conclusion can be drawn.

Event description:
.